Event description:
A site representative, registered nurse, reported an emitter error message received while in an ent procedure. The navigation system screen displayed 'axiem box communication error and emitter communication error' and suggested to 'cycle the power on the axiem box: check power and system cable connections". Manipulating the cables did not successful in restoring communication. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by site. (B)(4) 2013 medtronic representative following-up at the site replaced the axiem box and the emitter for this navigation system. Performed a navigation system check-out and all areas passed. System is functioning as designed. No further issues. No parts have been returned to manufacturer for evaluation. No parts returned to manufacturer.